Event description:
Customer reports electrical contacts of this inform base are blackened, melted; surrounding plastic is melted. No adverse event reported. A request was made for the return of the base, replacement was sent.